Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that during a transsphenoidal surgical procedure, it was observed that the attachment device heated up during surgery while in use with the burr device due to bad bearings. According to the report, the attachment device heated up so badly that the burr device slightly burned the patient's nose. It was reported that an ointment was used to treat the burn. It was reported that there was no delay in the surgical procedure. It was reported that a spare device was available for use. It was reported that the surgery was completed successfully. The patient's status post-surgery was unknown; however, it was reported that the patient still has a burn on the nose. There was patient involvement. There was an injury and medical intervention. It was not reported if there was a prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was not returned for evaluation; therefore, the reported condition was not confirmed. However, a device history review was performed which indicated that the product was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted.